Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during the procedure, an issue was encountered with the farawave nav 2.0 31mm catheter, where the splines became inverted due to the patient's small right superior pulmonary vein anatomy. The physician removed the catheter to manually correct the spline configuration. Upon reinsertion into the left atrium and positioning within the left superior pulmonary vein, the spline inversion recurred. Subsequently, the guidewire became stuck and could neither be advanced nor withdrawn from the catheter. As a result, the device was discontinued, and a new catheter was opened to proceed with the procedure. The device was disposed of by the hospital staff.